Event description:
It was reported that the programmer fan was making a loud noise, that its keyboard was in need of repair and that it needed a software update. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a noisy fan and that its keyboard needed repair and the system fan was replaced, as was the left keyboard hinge, keyboard rail covers, keyboard and keyboard slide cover. Analysis also found that the rubber feet on the lower case were damaged and that the link electronic module (lem) board had a loose electrocardiogram connector and that it failed its driven lead and wrist electrode tests on the vxi tester, and the lem board was therefore replaced and calibrated, which also helped address errors discovered in the "get logs" file. The software was also updated. Product ID 229047 software analyzer. (B)(4).